Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked. This occurred during the third dwell cycle of peritoneal dialysis while the patient was connected. It was stated that a line on the cassette leaked into the amia cycler. The home patient was to complete therapy using manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.